Event description:
It was reported that a merlin.net transmission revealed noise reversion and auto mode switch episodes due to atrial lead noise. The patient was asymptomatic. The device was reprogrammed. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
(B)(4).